Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected for use. Bilateral groin access obtained and intracardiac echo (ice) was advanced in left femoral vein. The right femoral vein access was used for the watchman fxd curve access system and the versacross connect for transseptal access. The physician was unable to obtain safe transseptal via ice, so the cardiac anesthesia advanced a transesophageal echocardiography (tee) probe to obtain imaging for transeptal access. Transseptal access was successful, and the was sheath was advanced. A pigtail catheter was then advanced over the versacross wire into left atrial appendage. Rapid ventricular response (rvr) and rhythm changes were noted by the certified registered nurse anesthetist (crna) along with hemodynamic changes. A large global pericardial effusion was observed. The patient was intubated and compressions started. The pigtail and transseptal sheath were removed from left atrial cardiac space. Protamine administered and pericardiocentesis was performed to treat the effusion. Approximately 780cc of fluid was removed from the cardiac space and returned to patient. The patient stabilized while cardiothoracic (CT) surgery was consulted. The patient was transferred from cardiac to the cath lab to cardiovascular intensive care unit (cvicu). The patient continued to accumulate pericardial fluid, and the physicians recommended the patient to be transferred to CT surgery to treat the effusion. During surgery to treat the effusion, the appendage was also ligated. The patient remained in stable condition and is expected to fully recover.